Event description:
The expiration date, printed on the strip vial, is 02/28/2007. According to the manufacturer's electronic inventory system, the corresponding strip lot expired on 05/31/2005. No patient injury was reported. No product was returned to the manufacturer for evaluation.